Event description:
During bypass, the cardiotomy clotted. Suckers only were used. Pre-bypass duration was 4 hrs. Total operating time was 7 hrs. No pt injury or further complications were reported. No further details or pt info is available.